Event description:
The customer reports that during a resection of the small bowel procedure, the device misfired and made a popping noise. Did not cut and did not staple at all. A new device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4). Damaged firing trigger teeth. Evaluation summary: the analysis showed that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received partially fired and with the spring cartridge lock out damaged. The damage to the spring cartridge lockout is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. In addition, the instructions for use state, "the firing stroke must be completed. Do not partially fire the device. Firing through the lockout mechanism will break the device." The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No functional test could be performed due to the condition of the device. The mfg records were reviewed and no anomalies were found during the mfg process.